Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection amikacin (250 mg, intraperitoneally, once daily, duration not reported) and injection reflin (500 mg, intraperitoneally, twice daily, duration not reported). Patient outcome is unknown. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). At the time of the report, the patient is recovering from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).